Event description:
It was reported that the patient presented to clinic for a follow up. Review of transmission noted that the implantable cardiac monitor (icm) exhibited false pause episode due to undersensing and incorrect measurement. No changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
The reported event of a false pause episode was confirmed. The episode was triggered by the device because the r wave undersensing discriminator could not reject it. When the episode was transmitted to merlin.net, the ai algorithm classified it as ¿false¿. However, the episode was retained because it met the infrequent pause episode bypassing rule. No device malfunction was found.